Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle after an interventional electrophysiology ablation procedure using a 8f sheath. Reportedly, the first prostyle device was deployed via an 8f sheath hole. The knot was successfully advanced and tied off; however, hemostasis was not achieved as there was still some bleeding. A second prostyle device was deployed with via a 7f sheath hole. Reportedly, the suture deployed under the skin but outside the vessel. The suture of the second device was cut and hemostasis was achieved via manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.